Manufacturer narrative:
A ge service representative performed an on site investigation. The faulty part has been ordered. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system's magnified field was too large. No report of pt or staff injury.